Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude, high thresholds and pace impedance measurements that had doubled. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). It was noted that the patient was not rv pace dependent at that time. The lead remains in service no adverse patient effects were reported. Additional information was received that this rv lead was explanted due to a product performance issue. No additional adverse patient effects were reported.